Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Visual and functional inspections were performed on the returned device. The reported material separation - sheath was confirmed as guide break. A review of the lot history record and a review of the complaint history was not performed as the lot number was not provided. The reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with an 8f sheath after an interventional percutaneous endovascular aneurysm repair procedure. This was the smaller access site. Reportedly, the proglide broke at the level of the sheath. A surgical cutdown was performed to remove the device and surgical suturing was used to achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure due to the surgery. No additional information was provided.